Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation of the four photo samples noted one opened (without original packaging) used silicone foley catheter with syringe. Visual inspection of the first photo sample shows an overview of the silicone foley catheter with a cut portion of the inlet tube, the tamper evident seal, and the syringe. The second photo sample shows an enlarged image of the catheter balloon with mushrooming present. The third photo shows the inflation valve/cap with material number 119314 and manufacturing lot number ngkn0583. The fourth photo shows the product label with lot number mykr3301 and tray number 29000j14. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Visual inspection noted the catheter balloon had mushroomed. Attempted to inflate the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter immediately leaked a pinhole size, 0.014 in at the trifurcation base. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test after injecting sterile distilled water the foley catheter leaked from the base of the balloon. Per notification from investigator on 10feb2026, it was reported that they noted the catheter balloon had mushroomed during sample evaluation on 22jan2026.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test after injecting sterile distilled water the foley catheter leaked from the base of the balloon.